Event description:
It was reported that the pump stops were related to the driveline. The alarms resolved with the driveline repair. The patient was stable and discharged a few days after the driveline repair. The patient followed up in the clinic monthly.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed pump stops and low speed events; however, a specific cause for these alarms could not be determined as the evaluation of the returned portion of the driveline did not reveal any areas of wire compromise that would have contributed to the findings observed in the submitted log file. Damage to the jacket of the driveline was confirmed via evaluation of the returned product. A specific cause for the jacket damage could not be confirmed. Evaluation of the submitted images revealed no suspected areas of wire damage in the driveline. The submitted log file, which contained data from 20may2021 to 14jun2021, contained pump stops and low speed events on (B)(6) 2021 that were accompanied by high pump power. These events were also accompanied by corresponding alarms for low speed advisory, low speed hazard, low flow hazard, and high motor current. Approximately 22.5¿ of the replaced portion of the driveline was returned for evaluation following an external repair. Rescue tape covered the jacket from approximately 15.5¿-17.5¿ and 19¿-20¿ from the controller connector. Upon removal of the tape, the jacket revealed breaches at approximately 16.5¿ and 20¿ from the controller connector. Electrical continuity testing of the returned portion of the driveline as it was returned found the wires to be electrically intact. The driveline was disassembled and visual examination found no damage to the wires or the underlying conductors. High potential testing found no breaches in any wire¿s insulation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No additional related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple pump stops and low voltage advisories. It was noted that the patient had two superficial cuts to the driveline. The log file showed 7 pump stops and 18 low speed advisories on 14jun2021. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the ventricular assist device (vad) was connected to the mobile power unit (mpu). It was unable to be determined the exact wire damage based on the x-ray images provided. It was recommended to the patient to be on ungrounded cable until the repair. The driveline repair was performed on (B)(6) 2021. A layer of rescue tape was removed approximately 4-5 inches below the exit site. Upon inspection, it was discovered 3 small slits were on the outer layer of the driveline. The driveline was opened and wires were spliced approximately 3.5 inches from the exit site. The process was begun with green, brown and orange wires. The driveline was swapped without any issues or patient symptoms. The process was continued with yellow, black, and red wires. The repair site was closed per procedure and the staff was provided with care instructions as the patient was sleeping at the time.